Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the impedance was varying, there was loss of capture, and fracture was suspected.

Event description:
It was reported that the lead triggered an alert due to oversensing and noise. The lead is still active. No patient complications were reported as a result of this event.

Event description:
It was further reported that thresholds were also high. No cause has been determined, and the lead will be monitored closely.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).